Event description:
It was reported that "18g needle cracked at the hub during use which made it difficult for the doctor to aspirate blood". The device was removed entirely, and new pack was opened, second attempt was made successfully, therapy got delayed but no harm to the patient. The associated emdr report number 3006425876-2025-00210.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was confirmed by the photo. A piece of the needle hub was cracked and became separated. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit contains the following warning for users: "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." The customer report of a cracked/separated needle hub was confirmed through visual inspection of the returned customer photo. The customer photo revealed that the needle hub was cracked and separated. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was manufactured prior to the CAPA implementation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "18g needle cracked at the hub during use which made it difficult for the doctor to aspirate blood". The device was removed entirely, and new pack was opened, second attempt was made successfully, therapy got delayed but no harm to the patient. The associated emdr report numbers are 3006425876-2025-00174 and 3006425876-2025-00210.